Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the customer successfully reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further malfunctions occur.